Event description:
Nt821731c -the luer lock was twisted below the burette for a bag change. The luer lock cracked. This was the first bag change. The entire system was changed out for resolution. No harm noted to patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Updated sections a3a, a3b, a5, a6, e4 and added related uf/importer report #: (B)(4) to section h10.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4) lot# information of the affected product was not provided by the customer. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 19 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 09), identifies the hazard situation as "5.14 breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag." The risk level is considered low. Based on complaint of "cracked luer lock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. No further action is required. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c -the luer lock was twisted below the burette for a bag change. The luer lock cracked. This was the first bag change. The entire system was changed out for resolution. No harm noted to patient.